Event description:
Information received from medtronic indicate that the customer experience high blood glucose level. Customer high blood glucose level was 400 mg/dl. Customer current blood glucose level was not above 300 mg/dl. Customer treated high blood glucose with manual injection. Customer reported there was a reservoir leak while filling at the p-cap. Customer stated one of the vial he filled the reservoir in was loose at the top and it was squirting insulin out all over the place. Customer also reported there was an air bubble. The size of bubble was larger than champagne bubbles which were blocking the flow o insulin. No further complications were reported. The device was return back for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). Software version 2.8c unit was not received in manufacture mode. Device power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No air bubbles noted during testing using a water fill test reservoir. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, broken belt clip rails and minor scratches on lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."